Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this inflatable penile prosthesis presented in clinic because the device was not working properly. A surgical procedure was performed and, upon inspection, a crack in the pump connection tubing was found. The device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump and reservoir were visually examined; the cylinders and reservoir were also leak tested and the pump was functionally tested. No anomalies were found with the reservoir. The cylinders had worn at a fold in the middle of the cylinder body. The pump did not pass the functional testing as it did not pass the activation test and the pump deflation ball was found to be misaligned. Based on the information available and analysis results, the misalignment in the pump deflation ball could affect the functionality of the device.

Event description:
It was reported that the patient went to office consultation becasue the device was not working properly. Upon inspection, a crack in the pump connection tubing was found. A surgical procedure was performed and the device was replaced. There were no patient complications reported.